Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer was not functioning, the stylus and the cursor were not aligned on the screen and the connection between the overlay and the xy board was therefore reseated and the stylus calibrated. It was additionally noted that the media bay door was damaged and it was therefore replaced. The programmer then passed its final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not functioning. It was requested that it be repaired and if not possible, then replaced. The programmer was returned to service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.